Event description:
The customer called for help with her new meter. While performing control tests, she rec'd a result of 194 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.